Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/10/2015. (B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent total hysterectomy in (B)(6) 2011 and suture was used. Following the procedure, the patient experienced a stabbing pain in the abdominal and pelvic area. It was reported that the patient's gynecologist was unable to complete a pap smear due to redness and irritation present from a suture in the pelvic area. In (B)(6) 2014, the patient underwent a revision procedure to remove the suture as well as fibrotic nodules that were present in the abdomen containing suture material. It was reported that the patient is currently experiencing abdominal pain and has a hernia.